Event description:
The customer reported that the device will not power up where there is no ac power indication and battery is not getting charged. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is completed.